Event description:
It was reported that patient underwent a right shoulder labral repair procedure on (B)(6) 2014. During the procedure, two anchors fractured while tying the sutures without the knot pusher. An additional hole was drilled and another suture anchor was utilized to complete the procedure. Patient retained a foreign body.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."